Event description:
Tandem mobi cartridge alarm was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully reloaded the original cartridge and resumed insulin therapy without needing further troubleshooting, resolving the issue.